Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer's representative (rep) there was abdominal pain and hematoma in the back where the lead was. It was unknown was led to the event. Interventions or actions taken to resolve this issue included surgical intervention and the lead and the device were left implanted in the buttock. The issue was resolved at the time of this report. If additional information is received regarding this event, a follow-up report will be sent.